Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had been admitted following a suspected opiate overdose. The patient was in possession of an n'vison programmer and it was requested it be returned. The hospital physician in consultation with the patient's psychiatrist, discharged the patient and arranged for the patient's wife to keep in her possession the n'vision until it was arranged for it to be collected by the managing physician. The patient was discharged home with his wife. It was confirmed that the patient was in possession of an n'vision programmer and printer, had read the instructions and had interrogated his pump. Per reporter, the patient stated that he had suffered a "near fatal overdose" and claimed that his physician had, in his words, "failed him really badly" and will be "exploring legal avenues and needs his pump interrogated to see if he did get a lethal dose of morphine." The patient believed that his pump should have saline in it and that he had read this in the operators instruction manual. The patient claimed that the physician had given him the n'vision and printer and said that the patient needed it more than he did. The patient claimed that the physician said he didn't need to see the patient again until his next pump refill in 2014. Per reporter, the patient mentioned that he was "morphine tolerant and has been receiving 24 mg/day of morphine intrathecally" and the pump was refilled recently. The psychiatrist expressed concern that the patient was in possession of the n'vision and that the patient had suicidal feelings. An appointment was made for the patient to follow up with the managing physician. The plan was for the physician to review the patient, review the morphine pump logs and have the n'vision returned to the physician. The patient followed up with the physician; was reviewed by the physician, but the patient did not bring the n'vision to the appointment. The patient believed that his pump was going to be filled with saline. Per the physician, the patient had "perceived truths" and the patient had reported that he knew nothing about having to return this n'vision at this arranged appointment. Concern was expressed that the patient had in his possession a programmer that he could use to adjust his own morphine doses. A second appointment was made for the patient to return the n'vision and printer. The patient followed up with the physician. The physician reviewed the patient and the n'vision was returned to the physician. The patient committed suicide.

Manufacturer narrative:
Physician: programmer, model# 8840, serial# unk. Catheter: model# 8709sc, lot# b0959043k, implanted: (B)(6) 2012, explanted: unk. (B)(4).